Event description:
It was reported that on (B)(6) 2016, a 33mm epic mitral valve was successfully implanted in a patient. On a later date, the patient returned with shortness of breath and heart failure symptoms. An echocardiogram revealed severe mitral regurgitation. On (B)(6) 2023, the valve was explanted and replaced with a 31mm epic mitral valve. It was reported that one leaflet on the valve was torn along the commissure and was flailing. Other leaflets appeared normal. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of shortness of breath, heart failure symptoms, valve seated with pannus overlying annulus, severe mitral regurgitation and torn leaflet was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Images were received from field that appeared to show inflow and outflow sides of explanted valve. There was blood like substance seen on the valve and one of the leaflets was torn. There was tissue appeared to be seen on the sewing cuff. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.